Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, a fenestrated bipolar forceps (fbf) instrument contributed to a bleeding event. During coagulation, unspecified tissue became stuck to the fbf instrument and when the jaws of the instrument were opened, the stuck tissue tore and caused bleeding. The estimated blood loss related to the bleeding was not provided. Sparks were also observed during coagulation with the fbf instrument which, upon inspection, caused the plastic donut part of the instrument to melt. It is unknown what medical intervention, if any, was rendered due to the intra-operative complication. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the causes of the customer reported failure mode and operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was not performed for this procedure due to insufficient information provided. The event date, surgery name/type, and surgeon name are unknown. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during an unspecified da vinci-assisted surgical procedure, tissue became stuck to the fbf instrument while the surgeon was performing coagulation and when the jaws of the instrument were opened, the stuck tissue tore and caused bleeding. Sparks were also observed during coagulation with the fbf instrument. The blood volume is unknown. It is also unknown what medical intervention was rendered due to the intra-operative complication. The causes of the customer reported failure mode and intra-operative complication are unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument still passed the electrical continuity test and there was no insulation damage observed to the conductor wire. Any material missing is likely to be thermally induced rather than mechanically induced. Failure analysis found the primary failure of thermal damage of the bipolar yaw pulley - between the grip base to be related to the customer reported complaint. The root cause of thermal damage of the bipolar yaw pulley - between the grip base is attributed to user mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.